Manufacturer narrative:
H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the investigation has been completed. No product was returned. Access site adverse event/hematoma: the cause of hematoma was most likely use issue related due to patient movement since hematoma developed at graft site after working with physical therapy. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 developed a hematoma at the access site requiring surgical intervention. The patient is in stable condition.